Event description:
On (B)(6) 2013, the reporter contacted animas and stated that display screen had become gradually dim over the past few months and was difficult to read in the sunlight. There was no adverse event with this complaint. This complaint is being reported due to the alleged display issue which could not be resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/29/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/18/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly.